Event description:
It was reported that a patient had a high lead impedance and the device was turned off. The patient was referred to surgeon for consult. Good faith attempts have been unsuccessful til date. The cause of the high lead impedance event is unknown at this time. No additional information is available.